Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mildly tortuous proximal diagonal artery. After placement of an unspecified guide wire, the lesion was pre-dilatated with an unspecified balloon dilatation catheter (bdc). The 2.25x28mm xience prime stent delivery system (sds) failed multiple attempts to cross the lesion reportedly due to interactions with the patient's anatomy and the proximal shaft outside the patient's anatomy bent/kinked, then separated. The sds was removed without reported issue and another sds was used to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4) - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation and kink were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that xience prime, xience prime small vessel (sv) everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post stent implantation, remove the entire system as a single unit. Based on the reviewed information, no product deficiency was identified.